Manufacturer narrative:
(B)(4). No estimate was provided for the number of occurrences. So only one report is being submitted for the event.

Event description:
It was reported that many patients developed an infection with the catheters after their insertion. The rate of infection is more important comparing to the previous catheters. This presents the risk of septic shock for patients who suffer from immunodepression.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed. The customer returned two sterile kits which appeared typical and no problems were found with the catheter or with the sterility of the kits or the antimicrobial coating. The actual sample was not returned. A risk evaluation was performed and not trend was observed over a three year period and no similar problems were found with impacted lots. The IFU for this product provides warnings and precautions techniques for the use of this catheter to prevent infections. The cause of this complaint could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. A device history record review did not reveal any manufacturing related issues. The provided instructions state that this device is contraindicated for patient with a known hypersensitivity to chlorhexidine, silver sulfadiazine and/or sulfa drugs. It also provides warnings and precautions techniques for the use of this catheter to prevent infections. The probable cause of this could not be determined. No further actions will be taken.